Manufacturer narrative:
The reagent lot number is 74418501 with an expiration date of 30-nov-2024. The investigation reviewed the calibration and quality control and the results are within range. The field service engineer (fse) inspected the analyzer and found insufficient water to rinse the cells; crystals in the reaction cuvette; and a dirty liquid tubing system. He then adjusted the rinse water volume, replaced the reaction cells, and thoroughly cleaned the liquid tubing system. He performed repeatability tests with successful results. The investigation determined the event was consistent with an incorrect dimension and leaky/contaminated tubes and cells. The investigation did not identify a general product issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide one patient sample with discrepant results: the initial result is 1.68 mmol/l. This result was lower than expected prompting the rerun of the patient sample. The repeat result is 2.08 mmol/l.